Event description:
Datex-ohmeda was informed in july 2002 taht a few weeks ago, the hospital had an incident in which a patient became blue as a result of a technical problem with the ventilator. The monitor being used at the time still showed a saturation of 96% - 97%. After seeing the problem, the users changed the sensor (oxy-f4-h), with the other sensor (0380-1000-081) they got the same spo2 of 97%. After watching the patient's color they took a blood sample to the analyzer and got a po2 reading of 54mmhg. Then they took the monitor cardiocap ii and the sp02 reading was 72%. The next step was another analyzer at the lab and po2 was then 52mmhg. The device was taken out of use.